Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was not impacted; current bg level was 190mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.